Event description:
It was reported that the twin pump of the hl 20 makes noise. The event occurred during a routine check. The device was inspected and it was identified that the belt kit needs to be replaced. No repair was done and on (B)(6) 2024 during a routine check it was reported that there was a runaway error message displayed. No harm to any person was reported. The reported failure ¿runaway¿ can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The repair is ongoing and the belt kit needs to be replaced. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the twin pump of the hl 20 makes noise. The event occurred during a routine check. The device was inspected and it was identified that the belt kit needs to be replaced. No repair was done and on 2024-08-13 during a routine check it was reported that there was a runaway error message displayed. No harm to any person was reported. The reported failure ¿runaway¿ can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2024-08-14. The belt is overdue and need to be replaced. The user was instructed not to use the device until it is replaced. As confirmed by the getinge field service technician on 2024-08-25 the belt was not replaced over 12 months. Therefore the root cause for both the noise and the runaway error was determined as overdue belt kit replacement. According to the instruction for use of the hl20 chapter 10 maintenance, the use hast to get the device inspected every 12 months by authorized service personnel. During this service the belts have to be replaced if they are over their service life of 12 months as described in the service manual chapter 4.2. The review of the non-conformities has been performed on 2024-08-14 for the period of 2018-09-06 to 2024-03-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-09-06. Based on the results the reported failure "noise and runaway." Could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if significant information becomes available the complaint will be reopened and necessary steps will be initiated.

Event description:
Complaint ID: (B)(4).